Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl surgery, at the time of the extraction the tendon outside of the patient's knee, the tendon stripper broke, but the large one was used to extract and successfully complete the surgery without delay. The patient's health condition is stable and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found the tendon stripper broken. Factors that could have contributed to the reported event include an impact inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.